Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A 3rd party service representative of carefusion, lynn medical service, evaluated the device onsite and replaced the main printed control board and printed control board assembly in order to repair the device. The device is working in proper order. At this time, carefusion's failure analysis lab has not received the suspect components but will evaluate the suspect components once they are received. Once an evaluation is completed then a follow up report will be submitted.

Event description:
The customer reported that during the pre-use check the unit was alarming "transducer fault". There were no allegations of patient involvement during this reported event.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. The unit was powered on in service mode and "xdcr (transducer) fault" errors were noted in the events error log. The unit was restarted in respiration mode several times and the unit operated normally. When the events log was viewed, "xdcr fault" errors were present. The exhalation differential pressure calibration was performed, as described in the service manual, and the calibration failed. The reported issue was duplicated and isolated to a faulty sensor. This issue will be internally investigated.